Event description:
Philips received a complaint from a manufacturers product support engineer (pse) reporting error code (backup alarm failed) was found in the diagnostic event log during service evaluation on a v60 ventilator. The device was not in clinical use when the error code was identified. It is unknown if the device was in use with the issue occurred. There was no report of harm. The pse replaced the central processing unit board as a preventive measure and avoid issue recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17934.